Event description:
The customer reported that the spo2 alarms were turned off and a patient passed away on (B)(6) 2022.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there spo2 alarms were turned off and a patient passed away on (B)(6), 2022. A philips clinical product specialist (cs) reviewed the clinical audit trail for the date of (B)(6), 2022. The logs indicated that the devices did alert, with sound and the spo2 alarms were turned off by the user at 1:49. There was no product malfunction; this is considered a user issue as there was alarming and silencing at the time of the event. The cs provided information to the customer and the customer was in agreement from their evaluation and the clinical audit that the devices were working as designed.